Event description:
Home patient (hp) contacted baxter's tech service center for assistance during apd therapy. Hp was experiencing pain, fever and cloudy effluent and wanted to go to the hospital. Tech assisted hp in ending therapy. Follow up with the hp's rn indicated the pt was seen in the emergency room and admitted to the hospital for 2 days in 2002, diagnosed with peritonitis. The hp was being treated with vancomycin (dosage unk) once a week and cefetime 1gm every night. Upon discharge from the hospital, the hp's symptoms had improved.